Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date of event. The proglide device referenced in the original tweet reported was filed under a separate medwatch report. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Tweet reported "when you see this after tavr, groin closed with perclose? We ballooned with 6.0 peripheral balloon. Followed with manual hold. Follow up us normal". "This was likely operator related perclose fail-grabbed dissection flap or pinched with 2 sutures". Reply received: "don¿t try to treat with balloon! I had experience of such complication post perclose. It is the consequence of the suture. Balloon inflation could induce vessel rupture. The most appropriate treatment seems surgical repair: easy and safe procedure."